Event description:
Three hours after exoseal deployment, the patient slightly moved his leg and started to bleed uninterruptedly from the puncture site. The result was a large hematoma and manual compression was applied. The patient lost a lot of blood and was given one unit of blood. The current status of the patient was that he was doing well. The product was discarded and will not be returned for analysis. The vascular closure device (vcd) did not show any signs of damage. The device was used in an interventional case. Retrograde approach was used. A 6fr medtronic catheter sheath introducer (csi) was used. No other sheaths were used during the procedure. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly and an audible "click" was heard. An adequate bleed-back signal was observed. The plug deployment button fully depressed and the plug deployed. Hemostasis was successfully achieved with the vcd. There was no pre-existing hematoma prior to insertion of the exoseal vcd. The procedure was not aborted prior to plug deployment. The vcd was removed with the sheath as a single unit. The angle of access was between 30 and 45 degrees. Femoral artery suitability was verified on angiography. The vessel diameter was >/= to 5mm in diameter. The arteriotomy was not in or near an area of calcified plaque. The arteriotomy was not in or near a stented segment. The hospital did not save the images of the procedure; therefore, angiographic pictures were not available for review.

Manufacturer narrative:
Three hours after exoseal deployment, the patient slightly moved his leg and started to bleed uninterruptedly from the puncture site. The result was a large hematoma and manual compression was applied. The patient lost a lot of blood and was given one unit of blood. The current status of the patient was that he was doing well. The product was discarded and will not be returned for analysis. The vascular closure device (vcd) did not show any signs of damage. The device was used in an interventional case. Retrograde approach was used. A 6fr medtronic catheter sheath introducer (csi) was used. No other sheaths were used during the procedure. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly and an audible "click" was heard. An adequate bleed-back signal was observed. The plug deployment button fully depressed and the plug deployed. Hemostasis was successfully achieved with the vcd. There was no pre-existing hematoma prior to insertion of the exoseal vcd. The vcd was removed with the sheath as a single unit. The angle of access was between 30 and 45 degrees. Femoral artery suitability was verified on angiography. The vessel diameter was >/= to 5mm in diameter. The arteriotomy was not in or near an area of calcified plaque. The arteriotomy was not in or near a stented segment. The hospital did not save the images of the procedure; therefore, angiographic pictures were not available for review. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, and/or discomfort during and after the procedure. These factors may have contributed to the bleeding experienced and subsequent hematoma. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue; therefore, no corrective action is required.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.